Event description:
It was reported that the patient presented for routine implant of the implantable cardioverter defibrillator (ICD). During the procedure an attempt was made to connect the lead to the device header. The physician encountered difficulty in while unscrewing setscrew. Despite multiple attempts the setscrew could not be loosened. The device was not implanted and the procedure was successfully completed with use of a replacement. The patient was stable.

Manufacturer narrative:
The reported event of failure to disconnect was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the right ventricular set screw was stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.